Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station screen was frozen. A technical support specialist remoted into the station and found that the drawers were offline, checked the network and sharing settings and verified that internet protocol (ip) was configured with the correct address, and the drawers appeared as active, restarted the cr application; however, the issue persisted, then rebooted the cabinet, after which the drawers were recognized by the cr application, and customer was able to log in successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medbank mini station screen was frozen. However, there were no delay or adverse events or injuries reported based on this event.